Manufacturer narrative:
The reported event of the septum came off while fixing the lead in the header was confirmed. Analysis revealed an anomaly that even though med-a (medical adhesives) was applied to seal in the septum in place in the septum cavity that the med-a only adhered to the septum and not to the epoxy header surfaces. In order to seal the septum in the septum cavity the med-a has to adhere or stick to both surfaces, the septum surfaces and the epoxy header surfaces which includes the septum cavity inner walls. This is a manufacturing anomaly that the med-a was not sticking to both surfaces necessary to seal the septum in place in the septum cavity. This allowed the septum to come out of the cavity since it was never sealed in the cavity.

Event description:
During the initial implant procedure, the device header screw base was damaged. The device was replaced to resolve the event. The patient was stable and there were no consequences.